Manufacturer narrative:
During the investigation of this impella rp flex device complaint, a related complaint involving the automated impella controller (aic) was identified and determined to be reportable as a malfunction (refer to h10 for the related report number assigned to the aic). Investigation. The device was not returned; therefore, evaluation and analysis could not be performed. However, event logs were received and analyzed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported placement signal issue could not be determined as no product was returned for evaluation. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name, d4 unique device identifier, d4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
A6. Race is unknown. A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella rp flex, there were alarms for "placement signal not reliable" and no placement signal waveforms were noted. The motor current (mc) and infusion flow (if) were reported to be unchanged. Per the reporting nurse, point-of-care ultrasound (pocus) and an x-ray were being obtained for further assessment. The alarm was temporarily silenced, and the clinical team was aware to closely monitor motor current, flows, and patient hemodynamics. Following silencing of the audio alarm, the pressure waveforms returned. No additional information was available at the time of reporting. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. It was reported that the device was discarded and is not expected to be returned for investigation.